Event description:
Switched from dexcom g6 to dexcom g7 cgm. Ever since the switch, the g7 continuously sends "signal loss" message. I did all the trouble shooting as directed, made multiple calls to manufacturer, got replacement units, and still have "signal loss" error messages.